Event description:
During the stenting procedure, the stent was placed in the right coronary artery but md was unable to cross the lesion. As md was removing the catheter to place a different stent, the stent came off of the balloon and was seeded in the proximal rca. Patient required emergent coronary artery bypass surgery. Dates of use: 2008. Diagnosis or reason for use: coronary stent placement.